Event description:
A facility reported that after 2 hrs into a dialysis treatment, the pt c/o abdominal pain and was taken to the hosp ER. The pt had a post treatment potential hydrogen of 7 and was given bicarbonate. The dialysis machine's conductivity was reportedly low but there was no alarm. Computer printout states the machine was in bypass with a conductivity of 12.9.